Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. No adverse event was associated with the device. The procedure was completed with a readily available spare device without any delay.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.